Event description:
It was reported that a half day infusor contained a white floating particle. This was noted before patient use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14h011 was manufactured august 8, 2014-august 11, 2014. The device was received for evaluation. Visual inspection noted a white particle approximately 0.30 mm in size floating in the fluid of the reservoir. The particle was then identified to be polyester material via ft-ir spectroscopy testing. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.